Event description:
Surgical pa (physician¿s assistant) let writer know that while she was using device, silicone coating began to peel off of jaws. The device was not able to be used. Writer opened new device and the affected one was taken off of sterile field.